Manufacturer narrative:
Study event: there was no xact stent malfunction reported. Hypotension is a known possible adverse event associated with the use of carotid stents as stated in xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: orthostatic hypotension. Time of symptoms/ae: one day after the procedure. It was reported that one day post a left internal carotid artery stenting procedure, the patient experienced orthostatic hypotension and was treated with intravenous fluids and withholding of blood pressure medications. The condition is listed as continuing and improving. Four days post-procedure, the patient was discharged. There was no additional information provided.